Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. It was noted that the shock impedance trend has been stable in the low 100 ohm range to the 120 ohm range. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this trend does not indicate a lead fracture but a gradual change in impedance. Ts also explained that this is a single electrode lead which tend to have higher impedance measurements as well. Ts discussed the differences between daily impedance measurements and impedance measurements associated with a delivered shock. Ts suggested they could bring the patient into the clinic to clear the alert and consider increasing the high out of range alert limit to 150 ohms. They also discussed possibly performing a commanded maximum energy shock test if the impedance continues to climb to the 145 ohm range. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.